Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(4) 2014- medical records received. Patient was revised to address a local soft tissue response in line with an adverse metal on metal reaction. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Patient underwent revision procedure of right hip to address high metal ion levels and osteolysis.

Event description:
Update 7/29/2013 - litigation papers received. Litigation alleges implant failure, pain, injury, and metallic debris. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional information: depuy still considers this investigaton closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.